Manufacturer narrative:
The technician found the patient position module would set but there was no nurse call function. The technician replaced the communication cable to resolve this issue.

Event description:
The account alleged the patient position module would not set. No patient impact.